Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
Material no. 320144.batch no. 9121964. It was reported that during use of the bd ultra-fine¿ pen needle the needles did not deliver medication. The pen needles are bad and not working. The following information was provided by the initial reporter: "I'm writing to you about bd ultra fine 4mmx32g, lot no. 9121964, exp 2024-4. I have written to you before, but I'm really upset. This new box of needles I had to use 3 to get my shot, it has happened before and out of the last 3 boxes have been bad. Maybe they are bad batches. Please check"

Event description:
Material no. 320144 batch no. 9121964 it was reported that during use of the bd ultra-fine¿ pen needle the needles did not deliver medication. The pen needles are bad and not working. The following information was provided by the initial reporter: "I'm writing to you about bd ultra fine 4mmx32g, lot no. 9121964, exp 2024-4. I have written to you before, but I'm really upset. This new box of needles I had to use 3 to get my shot, it has happened before and out of the last 3 boxes have been bad. Maybe they are bad batches. Please check"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/6/2020. H.6. Investigation: customer returned (28) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles are bad and not working. All returned pen needles were examined and 25 out of 28 samples exhibited a bent non patient end of the cannula. No defects were observed on the remaining samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320144, batch no. 9121964. It was reported that during use of the bd ultra-fine¿ pen needle the needles did not deliver medication. The pen needles are bad and not working. The following information was provided by the initial reporter: "I'm writing to you about bd ultra fine 4mmx32g, lot no. 9121964, exp 2024-4. I have written to you before, but I'm really upset. This new box of needles I had to use 3 to get my shot, it has happened before and out of the last 3 boxes have been bad. Maybe they are bad batches. Please check."